Event description:
It was reported that guidewire tip detachment occurred. A 182cm luge guidewire was advanced to cross a lesion. However, it was noted that the distal tip of the wire got caught on the distal portion of the stent. The tip of the wire remained in the patient and another stent was placed against the wall to trap the wire so it would not move. No further patient complications were reported. It was further reported that this issue was reported by the facility on a voluntary medwatch/maude report # 2700040000-2020-8020. After the guidewire was placed and pre-dilated the lesion with a balloon, a 3.0x24 synergy drug-eluting stent was implanted. However, the flow of the vessel was remained slow and so the guidewire was removed. During removal, a little resistance was encountered. A 2.75x20 stent was placed against the wall to trap the wire. No patient complications were reported and the patient was fine.

Manufacturer narrative:
Updated b5: describe event or problem. Device evaluated by MFR.: the guidewire was returned with its original pouch; overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The visual inspection showed the distal tip of the device was kinked in different sections. A small section of the distal tip of the guidewire was detached; the damaged section was located approximately at 179.2 cm from the proximal end. The overall length and od of the distal tip could not be performed due to the device condition (distal end detached). The od of the middle of the device and the proximal section were within specification. No more damages were found in the inspected device.

Event description:
It was reported that guidewire tip detachment occurred. A 182cm luge guidewire was advanced to cross a lesion. However, it was noted that the distal tip of the wire got caught on the distal portion of the stent. The tip of the wire remained in the patient and another stent was placed against the wall to trap the wire so it would not move. No further patient complications were reported. It was further reported that this issue was reported by the facility on a voluntary medwatch / maude report#: (B)(4). After the guidewire was placed and pre-dilated the lesion with a balloon, a 3.0x24 synergy drug-eluting stent was implanted. However, the flow of the vessel was remained slow and so the guidewire was removed. During removal, a little resistance was encountered. A 2.75x20 stent was placed against the wall to trap the wire. No patient complications were reported and the patient was fine.

Manufacturer narrative:
Device evaluated by MFR.: the guidewire was returned with its original pouch. Visual inspection showed the distal tip of the device was kinked in different sections. A small section of the distal tip of the guidewire was detached; the damaged section was located approximately at 70.55 inches from the proximal end. The overall length and od of the distal tip could not be performed due to the device condition (distal end detached). The od of the middle of the device and the proximal section were within specification. No more damages were found in the inspected device. Updated (h6) evaluation result codes.

Manufacturer narrative:
Device evaluated by MFR.: the guidewire was returned with its original pouch; overall visual revision did not identify failures or evidence that could be lost due to decontamination process.the visual inspection showed the distal tip of the device was kinked in different sections. A small section of the distal tip of the guidewire was detached; the damaged section was located approximately at 179.2 cm from the proximal end. The overall length and od of the distal tip could not be performed due to the device condition (distal end detached). The od of the middle of the device and the proximal section were within specification. No more damages were found in the inspected device.

Event description:
It was reported that guidewire tip detachment occurred. A 182cm luge guidewire was advanced to cross a lesion. However, it was noted that the distal tip of the wire got caught on the distal portion of the stent. The tip of the wire remained in the patient and another stent was placed against the wall to trap the wire so it would not move. No further patient complications were reported.

Event description:
It was reported that guidewire tip detachment occurred. A 182cm luge guidewire was advanced to cross a lesion. However, it was noted that the distal tip of the wire got caught on the distal portion of the stent. The tip of the wire remained in the patient and another stent was placed against the wall to trap the wire so it would not move. No further patient complications were reported.